Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding not functioning correctly was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint "not functioning correctly." The medium-large clip applier was placed and driven on an in-house system. The medium-large clip applier passed the recognition and engagement tests. The medium-large clip applier moved intuitively with full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier passed the clip test. Visual inspection found no damage to the instrument. The logs were reviewed, and no error relating to the medium-large clip applier was found. The medium-large clip applier was fully functional. No product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer and that the medium-large clip applier instrument was received for evaluation. However, the failure analysis has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint ¿not properly applying clips to the patient¿, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the 8mm medium-large clip applier instrument was not functioning correctly during procedure. The reporter described the instrument was not connecting to the system well and not properly applying clips to the patient. Additionally, the reporter stated that when they added the instrument to the robot, it was not moving/operating correctly. The procedure was completed with no reported injury.